Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee collateral ligament surgery the twinfix anchor broke when it was being screwed-in, fractured pieces remained in the patient. The procedure was completed without significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10, h3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The insertion device and some fractured suture material was returned. The insertion device is deformed a the distal end and the frayed sutures have been fractured. There is debris on all returned items. A review of the customer supplied image finds the damaged insertion device and fractured sutures on the poly bag from the package. Based on the condition of the product material found during visual inspection, additional material testing is not required. Since no further impact to the patient is expected, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a knee collateral ligament surgery the twinfix anchor broke when it was being screwed-in, fractured pieces remained in the patient. The procedure was completed without significant surgical delay using a smith and nephew back up device in an additional bone hole. No further complications were reported.